Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple infusion set and cartridge handling errors, including incorrect deployment of the infusion set and improper attachment of the infusion set connector, which required assistance and shipment of replacement contact detach sets, connectors, and cartridges. Symptoms included no reported adverse physiological effects. Outcomes included a delay in supply availability and the need for replacement supplies to continue therapy use. Investigation included attempts to collect additional information by phone. Investigation of this case revealed that no alerts or alarms were reported and that the user declined an in-person visit while assistance was provided remotely. It was concluded that user handling contributed to the infusion set and connector issues, and replacement supplies were provided to support continued treatment.